Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis evaluation results confirmed the issue that the tip of the instrument was broken and hanging off the instrument. The instrument tube was broken- fragments were contained. The tube extension was broken and was missing a piece at the prox clevis. The broken -fragments contained damage may be due to likely mishandling/misuse additional observation that was not reported by the site was that the instrument blades were bent. The scissors did not fully close due to the blade damage. One blade edge has a bend between the midpoint and tip that acts as a mechanical stop for the other blade when closing. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. No other damages were found on the instrument. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The complaint is being reported due to the alleged issue that the tip of the instrument was broken and hanging off the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the end of the tip of the monopolar curved scissors (mcs) was broken and hanging off the instrument after cleaning. No patient harm, adverse outcome, or injury was reported.